Event description:
The customer reported the ventilator went vent inop due to a pressure sensor failures. Occurrence of pressure sensors failures during use in normal ventilation operation may affect the accuracy of the system pressure measurement and may result in the unit going vent inop. The manufacturers field service engineer was able to duplicate the reported problem. Review of the device event log also noted a data acquisition pcba adc reference failure occurrence. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer reported there was no patient harm. The service engineer reported cables and connections were properly secure. The service engineer replaced the gas delivery system to address the reported findings. Applicable final testing was completed to operating specifications.

Manufacturer narrative:
Gas delivery system.